Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality control at the time of the event were acceptable and 23 additional samples were confirmed by repeat testing. A general instrument and assay problem could be excluded. The patient's current condition is "good health".

Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (b-hcg) results for one patient sample. The patient was not pregnant. A second sample was collected from the patient and tested for b-hcg. The first sample was then repeated. All repeat testing was performed on the same modular e module. The first sample initial b-hcg result was 75.87 mui/ml. The second sample was tested on (B)(6) 2011 and recovered <0.100 miu/ml. The first sample was repeated on (B)(6) 2011 and recovered <0.100 miu/ml. The first sample initial b-hcg result of 75.87 mui/ml was reported outside the laboratory and was corrected to <0.100 mui/ml. The patient was not harmed by any action taken. The customer repeated 23 additional bhcg samples, all results were confirmed (no variation was found). The bhcg reagent lot number was 16015001. Investigation of the analyzer found the gripper was clean and microfibrin and particles were found in the sample. Quality control was within range.